Event description:
It was reported that the patient presented for biventricular pacemaker implant procedure. During device preparation, it was noted that the back of the pacemaker was dented. The physician replaced the pacemaker. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of physical anomaly on device can was confirmed. Final analysis found the cause of the dented device on the back was due to unknown cause. Mechanical analysis found the dented on the device. No anomaly was found during electrical analysis and device had appropriate longevity remaining based on longevity testing. The cause of the reported event was unknown. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.